Manufacturer narrative:
Submit date: 01/17/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated.

Manufacturer narrative:
Submit date: 01/20/2017. Additional information that was received on 01/19/2017. It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. The catheter/blood leakage was found around (B)(6) 2016. The extension tube was replaced with an acute one. A small amount of bleed occurred. No patient harm or medical intervention.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a dialysis catheter. The customer states that blood leakage was found at the artery port of the catheter and dialysis could not be operated. The catheter/blood leakage was found around (B)(6) 2016. The extension tube was replaced with an acute one. A small amount of bleed occurred. No patient harm or medical intervention.

Manufacturer narrative:
Submit date: 3/8/2017. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The catheter came inside a generic plastic bag and did not present signs of use and the red and blue adapters were detached from the extensions and it was not presented in sample returned. Defect has not been confirmed. An ishikawa diagram was used to determine the potential causes for this event. This defect has been not confirmed. The evidence provided is not enough to relate this event to the manufacturing operations; the adapters were not present in returned sample. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed (most likely catheter over-tightening). A trigger was found for product family and code. This trigger was analyzed according to procedure with the complaint handling group and, as a conclusion; this complaint does not require further actions based on the fact that actual occurrence is aligned to the expected values. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.